Event description:
The following information was communicated to a spectranetics employee during an international visit by the physician. This was a cardiac lead removal performed in (B)(6) 2009 resulting in a pt death. Very little is known about this case other than a spectranetics laser sheath was used, the pt's svc was perforated and unfortunately did not survive the emergent surgical intervention. The physician stated "the problem was due to the procedure not the laser". Multiple attempts (05/06/2011, 05/10/2011 and 5/17/2011) were made to obtain device information, but due to the significant lapse in time between the date of event and aware date it was not successful.